Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that despite a successful inflation test on the device, when the same tube was used for intubation the tube had a leak. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation summary: three photos were included for evaluation. According to the photograph received, no discrepancies were confirmed with respect to what was reported by the customer. The issue was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. D9: date returned to mfg; 12/11/2024. Device evaluation: two used devices and three photos were received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed during the inspection of the devices. The probable cause is due to a welding error during manufacturing.